Manufacturer narrative:
A product investigation was completed: the 9.0mm ti side opening screw was returned with the head of the screw severely damaged. Half of the top three threads of the top of the screw had broken off, all threads along the side of the part/lot number were flattened together, and the bottom thread opposite of the part/lot number was pulled upwards and completely disengaged from the core. The outer surface of the concave area was chipped in multiple areas, most likely caused by an impact with the rod during tightening. The cross threading was not reported in the complaint and was most likely the result of the high torque required to tighten the screws that caused the tabs of the instruments to break. This is also most likely the cause of the breakage of the upper threads of the 9.0mm side opening screw. However the remaining damage of the screw is not consistent with implant insertion and was most likely caused while the user was attempting to retrieve the screw. The complaint condition for this device is confirmed. There is insufficient information available to determine the true root cause of the failure. From the complaint description and the condition of the returned item, the most likely root cause of the intraoperative device failure is excessive torque used to tighten the screw. This most likely led to the breakage of the head of the side opening screw. Technique guides for both the uss and uss vas both emphasize that a 10nm torque wrench must be used for final construct tightening. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Manufacturing date: 08november2011. A review of the device history record (DHR) was completed: it did not contain any non-conformance reports (ncr) or anomalies. DHR records for raw material indicate that the raw material indicated that the raw material underwent all required inspection and test requirements with no ncrs related to the complaint condition. In conclusion, review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a posterior spinal fusion performed at l4 - ilium (no screw in s1) using synthes universal spinal system (uss) on (B)(6) 2014 for a traumatic sacral fracture. The patient did not heal and has a non-union. The bilateral rods broke just cephalad to the iliac screws; it is unknown when the rods broke. On (B)(6) 2015 the patient underwent a posterior revision; all of the hardware from the (B)(6) 2014 surgery was removed. The l4, l5 and the ilium were replaced with larger diameter screws. While placing the right iliac screw two screw holders broke while trying to make the final couple of turns. While using a third screw holder the top of a screw broke off. The screw was easily removed; all fragments of the screw and screw holder were retrieved. The surgeon placed another screw in the right ilium, connected new rods and successfully completed the surgery. There was a ten (10) minute surgical delay. There was no harm to the patient. No additional information available. This is report 3 of 5 for com-(B)(4).